Manufacturer narrative:
The pump was received stuck in a critical pump error, and was unable to download due to moisture damage on all of the electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a peeling display window cover, a pillowing keypad overlay, moisture damage on the force sensor and corrosion on motor assembly.

Event description:
A customer reported via phone call indicating that their insulin pump has nothing on the screen except a symbol that is displayed on page 214 of the user guide. The customer was informed to remove the battery and press the left arrow for 20 seconds to clear the alarm. The patient's blood glucose level was 226 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.